Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their "stimulator control is not working. I cannot feel any sensation when adjusting any sensation." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the patient reported a loss of therapy, having leakage at night while sleeping since about 2 months ago. It was reported that they had adjusted settings and tried the other programs. The patient stated they saw their healthcare provider and were told to call in and receive a new programmer, and noted that the healthcare provider did not make any adjustment in the office. An email was sent to a manufacturer¿s representative to follow up with the patient and healthcare provider¿s office to schedule a device check and reprogramming session. No further complications were reported.